Manufacturer narrative:
E1: initial reporter facility name: national medical device adverse event monitoring information system. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had a missing sponge. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.